Event description:
It was reported that this inflatable penile prosthesis (ipp) presented an inflation problem, it was reported that the pump was not working due to a fluid loss from two small holes in tubing. The ipp was explanted and replaced. There were no patient complications reported.

Manufacturer narrative:
D4 unique identifier (UDI) for reservoir: (B)(4). The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available the cause that contributed to the reported event cannot be established.

Manufacturer narrative:
D4 unique identifier (UDI) for reservoir: (B)(4). Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. The first cylinder was microscopically inspected and leak testing. It was found that there was wear at a fold in the middle of the cylinder. Additionally, it was observed that the tubing had worn to the filament and a hole fatigue. The cylinder did not pass the leakage testing due to the leak found in the tube. The second cylinder was microscopically inspected and leak testing. It was found that there was wear at a fold in the middle of the cylinder. The cylinder passed the leakage testing. Momentary squeeze (ms) pump was microscopically inspected and passed visual inspection and the leakage test. However, ms pump did not pass valve de active state test. Flat reservoir was visually inspected, and it was observed to have wear at a fold in reservoir shell. Flat reservoir passed leakage test. The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. A review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. A risk review was completed and confirmed that the event of inflation issue, fluid leak and hole/perforate was defined in the product risk documentation. Based on the information available and analysis results, the hole and leak identified in one of the cylinders could have caused or contributed to the reported clinical observation of mechanical problem.

Event description:
It was reported that this inflatable penile prosthesis (ipp) presented an inflation problem, it was reported that the pump was not working due to a fluid loss from two small holes in tubing. The ipp was explanted and replaced. There were no patient complications reported.